Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had power error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states error , she was unable to clear the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor related error during testing due to force sensor flex not being plugged in. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to alarm not being able to be cleared.